Event description:
Spoke with rich summers/son, his mother tried using system on 10/27/13 @ approx. 5pm pacific time and neck pendant would not work. His mom has a bruised knee, she was found on the floor when they were bringing her dinner.

Manufacturer narrative:
A software defect was found in this version of software on this device (r025), which causes the system to hang (rendering any future activations to not work, if the device is activated and no call back is made to the device. Two work arounds have been put in place that mitigates this issue. The monitoring center operator instructs the user to press the reset button after they hang up from the call, and the operator is instructed to answer every alarm from the device, regardless of the time between alarms (duplicate alarms). In addition a report is run by mobile help to look for situations where possible duplicate alarms have occurred, and if, found the unit is called back, which unfreezes the device. Devices with this version (r025) have been isolated to one reseller, and they have been instructed to upgrade to (r026) when the unit is returned, which fixes this issue. This issue is managed via CAPA (B)(4).